Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the problem. System operates as intended.

Event description:
Customer reported grey images. No patient injury was reported.